Manufacturer narrative:
Evaluation summary: the reported condition was confirmed. This issue is currently being investigated.

Event description:
The facility reported that the device will not turn on due to the batteries having no charge. Info was not provided regarding whether or not the failure occurred during a pt infusion. Although baxter attempted to obtain info, details were not available regarding add'l contact info. The hosp rep stated that there were no reports of pt injury or medical intervention associated with this event.